Event description:
No positive or negative swabs provided with product. Dry swab with no sample came back positive. Cust does not trust the integrity of the product. Item number(s): 854724, lot #: covgccm0008, exp. Date: 6/27/2022, invoice number: (B)(4), invoice date: (B)(6) 2021. The manufacturer did trend analysis and re-test for lot # "covgccm0008" 2022.01.24 through 2022.02.01 and it met the acceptance criteria so the performance of celltrion diatrust covid-19 rapid test ensured repeatability and reproducibility.